Event description:
It was reported that the patient received inappropriate high voltage therapy shocks. Lead impedance of greater than 3000 ohms, 5977 short interval counts and over-sensing are reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.